Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue. The ventilator was hooked up to a good known test docking cradle and a known good patient circuit and powered up. The display remained lit for the duration of the test and passed the button test. The ventilator passed 64 hours of the extended run in test using the customer's setting without any unusual alarms or errors. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the screen was going blank while on the docking station. It is unknown at this time whether there was any patient involvement associated with this complaint.